Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged contamination inside the fluid path of the non-sterile hemostasis valve adaptor. This was found during the distributor's initial inspection of received non-sterile product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints were found for this lot number . A review of the device history record was performed and no exception documents were found for this lot number.